Event description:
It was reported that foreign matter was found on the bd angiocath¿ IV catheter needle tip before use. The following information was provided by the initial reporter, translated from japanese to english: "fm was on a needle tip."

Manufacturer narrative:
H.6. Investigation summary bd received a 24 gauge angiocath unit from lot 8351721 for evaluation. A review of the device history record was performed for the reported lot and no quality issues were found during production. Our quality engineer visually inspected the returned unit and observed a clear substance inside the catheter. The catheter was then sent for ftir testing to determine the composition of the substance. Ftir testing determined it to be silicone. Silicone is used during the manufacturing process to aid with attaching the catheter to the cannula and with retraction of the needle. It has been tested and verified to not be harmful to the user or patient and aids with the venipuncture process. Based off the ftir testing and visual analysis the engineer was able to verify the reported defect. The excess silicone most likely came from the siliconization process that occurred during the final assembly process. The manufacturing facility has been notified of this incident and the findings.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that foreign matter was found on the bd angiocath¿ IV catheter needle tip before use. The following information was provided by the initial reporter, translated from (B)(6) to english: "fm was on a needle tip."